Manufacturer narrative:
Litigation papers allege the patient suffered dislocations of the prosthesis. It is additionally alleged the patient suffered significant harm, including, but not limited to, physical injury and bodily impairment, debilitating lack of mobility, and conscious pain and suffering. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered dislocations of the prosthesis. It is additionally alleged the patient suffered significant harm, including, but not limited to, physical injury and bodily impairment, debilitating lack of mobility, and conscious pain and suffering.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/25/16 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported dor to be (B)(6) 2016, pain, squeaking, inability to walk at times, pops out and separates, unable to bend over, and doctor was concerned about metal flakes. Revision surgical report was dated (B)(6) 2016 and this will be updated. Revision surgical report noted episodes of subluxation, metal debris, adverse tissue reaction with debridement, metal debris destroyed 5mm of femoral neck but stem solidly fixed, and metallosis. Part/lot updated. The complaint was updated on: may 18, 2016.

Manufacturer narrative:
No device(s) associated with this report was received for examination. A complaint database search did find additional related reports against the femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the metal liner product code/lot code combination(s). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. There is no new allegation reported. After review of medical records, the metal head and liner were changed to polyethylene liner and ceramic head. Doi: (B)(6) 2005 - dor: (B)(6) 2016 (left hip).